Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of abnormal image was confirmed. The device evaluation found that due to the damage on the charge-coupled device unit, a noisy image occurred. Adhesive around the objective lens was peeled. Adhesive on the distal end had a chip. The label on the light guide connector was peeled. Due to wear of the angle wire, bending angle in the up direction did not meet standard value. The video connector case was deformed. The video connector had a crack. In addition, the distal end and the protector of the video cable section were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope was producing abnormal image. The screen was purple when the power was turned on. Inspection and testing of the returned device found adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.